Event description:
It was reported that the patient experienced a "stinging" sensation. X-ray results indicated that the "extension was still attached" to the implantable neurostimulator (ins) and was "coiled near the lead/extension connection." It was reported that the patient's physician opted to replace the ins and found that "the lead had a fracture" during the revision procedure. The patient's outcome was not available at the time of report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 377745, lot# v013768, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. Product ID: 355029, lot# n0044135, implanted: (B)(6) 2006, product type: accessory. (B)(4).

Event description:
Additional information stated the system was removed because, the implantable neurostimulator (ins) was at the end-of-life. It was also state the lead was replaced and no extension was needed. Reportedly, the patient was receiving "great coverage and therapy".

Manufacturer narrative:
(B)(4).